Event description:
This report is based on information provided by the philips remote service engineer (rse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the pic n st rp5800 m3150 local db indicating that the sound will not come on. Results of functional testing indicate the subsequent case (B)(4) was open where the rse stated the following: ¿pulled case in the queue customer states issue was solved, biomed disconnected cable and connected¿. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A follow-up report will be submitted when additional information is received or upon completion of the investigation.

Event description:
It was reported that the sound of the m3150 upgrade rel n.0 was off. The device was in clinical use when the issue was discovered but no patient harm was reported.